Event description:
The doctor attempted to place the swan ganz catheter twice. He was not able to obtain the correct wave form on the patient monitor while inserting. Upon discontinuing the catheter, it was noted that the tip of the balloon was ruptured or missing.======================manufacturer response for cardiac catheter, swan ganz (per site reporter)======================they wanted the device back to evaluate.